Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40s (mg/dl). Customer consumed food to stabilize bg levels. Reportedly, customer adjusted pump settings without consulting health care provider. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.